Manufacturer narrative:
The device was examined and tested on-site by a dräger field service engineer whereby no nonconformities could be observed. Log file evaluation carried out by the manufacturer revealed the following: the device passed the power-on self-test in the morning of the date of event without restrictions. The case in question went stable and unremarkable for nearly 2.5 hours until an unexpected pressure peak of 90.3 hpa at the patient end of the breathing circuit was detected. Due to the fast and too high pressure increase, the ventilator performed an emergency shutdown while autonomously changing mode to man/spont and generating the respective ventilator fail alarm. The case was continued for another 10 minutes in manual ventilation mode before the unit was placed in standby then. There was no indication for a device malfunction found. Dräger finally concludes that the device behaved in the particular situation as laid down in the safety concept: to protect the patient from suddenly occurring overpressure, automatic ventilation was shut-down and the user was alerted to this condition by means of a dedicated alarm. The user bridged patient support in manual ventilation until a replacement device was available; no patient consequences have occurred. What indeed caused the overpressure can't be stated with certainty - coughing of the patient however seems to be a reasonable explanation.

Event description:
Please refer to initial MFR. Report #9611500-2019-00081.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported there was a vent fail during use. There was no patient injury reported.